Event description:
It was reported that the drill was being used during hip surgery and stopped working. There was approx a forty-five minutes delay, as the procedure was completed with a manual device. There was no injury associated with this event.

Manufacturer narrative:
No medwatch form was rec'd from the user facility. All sections on this form were completed by the manufacturer. Investigation results: the customer's reported problem that the handpiece stopped working was confirmed during evaluation. The handpiece was inoperative due to motor controller failure.